Event description:
It was reported per field service report: symptom - blood backed up in pump, purge failure. Findings: replaced blood contaminated parts. Work done by biomed. Note: part was defective with helium loss alarm. Add'l info received on (B)(6) 2014 from a phone call from biomed reported that the intra-aortic balloon pump (iabp) was grossly contaminated with blood. He stated the pt was in poor condition, but does not know the patient's outcome.

Manufacturer narrative:
(B)(4). Device evaluation: no iabp parts were returned for evaluation at (B)(4) due to contamination. It was noted that the iabp software version is 2.24. A device history record review was conducted for the serial number with no relevant findings. The device passed all manufacturing specifications prior to release. Conclusion: the reported complaint of "blood back up in pump-purge failure" is confirmed based on the field service representative's phone assist. The iabp was contaminated with blood from an iab leak. The details of the iab rupture are unk and unavailable. No parts were returned for evaluation due to contamination. The root cause of the reported complaint could not be determined.